Event description:
It was reported that the patient had an infection at the implant sites. The caused of infection was unknown but the physician confirmed that due to patients allergies to usual cleaning products, normal wash was not performed and used a different skin preparation before surgery. The patient was administered antibiotics via peripherally inserted central catheter (PICC) line. The patient underwent an explant procedure wherein all device components were explanted. The patient was doing well postoperatively and explanted devices will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7096581/7099785.

Manufacturer narrative:
Sc-1232, (sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient had an infection at the implant sites. The cause of infection was unknown but the physician confirmed that due to patients allergies to usual cleaning products, normal wash was not performed and used a different skin preparation before surgery. The patient was administered antibiotics via peripherally inserted central catheter (PICC) line. The patient underwent an explant procedure wherein all device components were explanted. The patient was doing well postoperatively and explanted devices will not be returned.